Event description:
The customer reported that insulin from the reservoir leaked, and the snap cap of the reservoirs were missing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Two of three reservoirs passed per inspection. No leakage or physical anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.